Event description:
C-cc-badfl - balloon - deflation; it was reported that the balloon did not deflate at inflation test. There were no patient complications reported.

Event description:
I am writing to complain about contact lens manufactures using "visibility tinting". I have adverse effects from using contact lenses with "visibility tinting" and cannot find a MFR that doesn't use "visibility tinting". I have never had any problem with regular 30 day contact lenses or even daily lenses, but any lens that has a visibility tint, I get dry eyes, my eyes swell shut and get mucus and a crust, so that my eyes will not open. My ophthalmologist says that most people have a problem with the visibility tinted lenses. So why has the FDA allowed these to be produced? Why aren't manufactures required to make contact lenses without any tinting? I think the FDA needs to look into these products further and if not pull them from the market, at least make the MFR of contact lenses offer them without any tinting.

Manufacturer narrative:
Customer report was not confirmed. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon deflated in 2 second without a syringe attached. The specification is 4 second. No syringe was returned with the catheter.